Event description:
Rn disconnected y-site connector/extension from microclave to draw labs and noticed that the luerlock portion was loose. Upon checking the device prior to re-connecting to the patient, the luerlock piece completely fell off the extension tubing. The rn immediately switched this device out for a new device. Only IV fluids were infusing at the time so a slight delay in IV fluid administration occurred while the device was exchanged. No noted harm to the patient. Device saved and reported to nurse manager. This is the second reported event of this type with this device.